Event description:
The ra lead was dislodged and the lead proved to be non-functional. It was removed and replaced with a similar lead. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.